Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, the patient was hospitalized with unstable angina and underwent coronary intervention on (B)(6) 2015. A 2.25 x 23 mm xience xpedition stent was implanted in the distal left circumflex artery. On (B)(6) 2017, the patient was re-hospitalized for follow up. Computed tomography noted in-stent restenosis in the implanted xience xpedition stent. On (B)(6) 2017, balloon angioplasty was performed at the target lesion and the patient condition resolved on (B)(6) 2017. No additional information was provided.